Manufacturer narrative:
(B)(4) date sent: 03/26/25 d4: batch #unk b3: only event year known: 2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Unknown or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Unknown could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? All will be returned. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Unknown ¿ all will be returned was sterility compromised as a result of the packaging damage? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ats45 with lot number 475d32; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was contaminated inside even though it was in secure packaging. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one ats45 device was returned inside its package and the tyvek was received totally detached from the blister; upon visual inspection, white foreign matter was noted to be inside the blister. In addition, the seal area was noted complete with any issues or damages related to integrity. Since the package was received open, could not be determined what may have cause the foreign matter. The event could not be confirmed as no damage was noted on the package. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.